Event description:
Related manufacturer reference number: 1627487-2022-04648. It was reported the patient experienced ineffective stimulation due to high impedances on one lead that was fractured. Surgical intervention took place wherein the fractured lead was replaced, and the second lead was electively replaced to address the issue.

Manufacturer narrative:
(B)(6). Date of event is estimated.

Manufacturer narrative:
The report of high impedance was confirmed. Analysis of lead a found a kink on the outer tubing of the stimulation end segment where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.